Event description:
The customer reported errors upon boot up which disabled x-ray functionality. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The charging system and error logs were evaluated. The system was tested and found to be working as intended and put back into service.